Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and similar incidents for this lot could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The cause of the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that " during deployment of perclose proglide the needles became stuck in footplate and device did not retract as intended" relative to an unspecified procedure. Reportedly, hemostasis was achieved with the device. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.